Manufacturer narrative:
(B)(4) other remarks: n/a corrected data: n/a.

Event description:
It was reported that "[user] was in the patient's room providing care when the pump shut off. [User] was able to restart the console using the green power switch and successfully reinitiated therapy. She reported that the patient remained hemodynamically stable throughout the event, although the patient became anxious following the unexpected shutdown. She reported that the most recent alarm occurred at 1440 est and was a "system running on battery power" alert. [User] confirmed that the iabp console was plugged into ac power, as indicated by the lightning bolt through the battery icon. She also confirmed that no amber indicator light was illuminated on the front of the console". No patient harm or injury. The patient status is reported as "fine".